Event description:
It was reported that the patients right lumbar implantable pulse generator (ipg) was placed superficial and protruded causing friction that resulted in an open wound. The patient was prescribed topical cream. The incision has healed entirely; however, patient still has tenderness overlying the ipg. The patient underwent a revision procedure wherein the ipg was moved. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patients right lumbar implantable pulse generator (ipg) was placed superficial and protruded causing friction that resulted in an open wound. The patient was prescribed topical cream. The incision has healed entirely; however, patient still has tenderness overlying the ipg. The patient underwent a revision procedure wherein the ipg was moved.